Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. After troubleshooting it was determined that hp had connected their pt line extension after the prime cycle had already been completed. Tsc assisted hp in ending their therapy early and advised pt to complete therapy by setting up with new supplies. Per rn, no pt injury or medical intervention was associated with this incident.